Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain indications. The reason for call was caller stated that they never used their device after it was implanted because they couldn't charge it. Caller stated when they had the implant replaced they wanted one that didn't need to be charged, but they put in one that didn't need to be charged as often. Caller stated they want to get it replaced for a non-rechargeable battery because they've had something in their body now since 2016 that they can't use because they can't charge. Caller stated they are trying to get an MRI of their brain because something is going on, and they just went through a thyroidectomy and shoulder replacement now preparing for the other shoulder. Agent documented reported information. See rtg0095146 for case regarding previous implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that they had both shoulders replaced and is not able to hold the thing to her back if they need to shut it off when they go in for an a nerve conduction test( emg). Patient states scs is implanted is not implanted in the hip and is implanted the midriff and its not charging. Patient can never get a full charge and wants it taken out. Agent redirected to healthcare provider. Agent reviewed not working with spinal cord stimulators and offered to transfer patient to spinal cord stimulating technician but patient declined and states they had company just come in will call back later to speak with the scs agent.